Event description:
It was reported that the zimmer air dermatome ii was skipping. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/22/2012 and was last repaired on 01/31/2013 for a non-related issue. Evaluation of the device observed damage to the head and 1" width plate, which could have caused skipping. Prior to repair, the device was within calibration specifications at all settings. The head of the device was replaced less than six months ago during the previous repair, and the head was damaged and replaced during the current repair. Damage to the head of the device most likely caused the reported event. Improper handling by the customer most likely caused the damage to the device. The device was serviced and returned to the customer.